Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Reliability analysis was not possible due to expired sensors.

Event description:
It was reported that the customer experienced low blood glucose levels and that the blood and sensor glucose readings had discrepancies. The blood glucose reading was 40 mg/dl, compared with the sensor glucose reading of 120 mg/dl. The customer treated with a glucose solution and orange juice. He advised that he did not receive any medical care for the low blood glucose event and that a sensor replacement resolved the issue. He noted that there had been times in which the blood glucose reading was 260 mg/dl, compared with the sensor glucose reading of 150 mg/dl. He declined troubleshooting for the issue and was advised that the sensors be replaced. Nothing further reported.